Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open otolaryngology procedure, at the time of closure, the surgeon was able to squeeze the handle, but the clip applier did not release the metal clip, and the jaws locked onto the issue to be clipped with subsequent hemorrhage, which was a 500 cc. The surgical time was extended by 30 minutes or more. Another clip applier was used to resolve the issue.